Event description:
The hospital has reported the following to the sales rep: during surgery, the rasp handle broke. A metal piece fell off and the handle could not lock anymore. This situation occurred in the operating room, but out of reach of pt, who was not in contact with the rasp handle. To proceed with the surgery, they used a new tray with instruments and a new handle. The surgery was extended 10-15 minutes due to this situation.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.